Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was unable to be positively identified due to extensive physical abuse to the unit. Physical damage was observed to the charger enclosure and throughout the unit. The root cause for the inability to power on was physical abuse. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger/modem was unable to power on.